Event description:
It was reported that the atrial lead had become dislodged. The lead was not used. Another lead was implanted successfully. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).